Manufacturer narrative:
Additional information: this product was manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn, broken, and bent. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+4.0/89 diopter into the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to significant reduction of endothelial cell counting or significant endothelial cell loss. The lens was not exchanged. The patient's post-op (on (B)(6) 2015) best corrected visual acuity was 20/20.